Event description:
The caller reported via phone call that the insulin pump was alarming and notifying the customer "unable to exit training mode due to bad battery." The customer had received the alarm after inserting a battery. The caller was advised to not clear the alarm. The customer's blood glucose was 139 mg/dl. The customer was advised to remain disconnected and program a normal bolus into the air. The customer confirmed that the bolus amount was recorded in the bolus history. The customer was advised to monitor the insulin pump and call back if the alarm recurred. The caller stated that the insulin pump passed the self test successfully. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.